Event description:
Scar tissue, urge urinary incontinence/frequency/ nocturia weak, stream with elevated post-void residuals,suprapubic/pelvic/abdominal pain, recurrent uti with associated dysuria/frequency/urgency/ back pain.